Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No prime/fill anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin sprayed out during filling. The customer blood glucose level was 170 mg/dl. Customer stated that insulin was squirting out during the fill tubing process. Customer stated that insulin continues to drip after motor stops during the fill tubing process and insulin continues to drip during the load reservoir or fill tubing process. Customer reported that the load reservoir process did not complete without insulin exiting the tubing, insulin did exit out of the tubing. The device will be returned for analysis.